Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the video connector was cracked. A definitive root cause of the reported issue could not be determined. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had poor image quality. The issue was found at the beginning of an unspecified therapeutic procedure. The intended procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm.